Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer got hospitalized due to low blood glucose and cardiac arrest on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also had recalled sets that they would not use and were willing to return. The insulin pump will not be returned for analysis.